Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). Seven inappropriate shocks were delivered within one episode. Therapy was exhausted. Additionally, there was inappropriate anti-tachycardia pacing (atp). Technical services (ts) reviewed the episodes with the health care professional (hcp). The device was reprogrammed to prevent inappropriate therapy. No adverse patient effects were reported.